Manufacturer narrative:
Device details unavailable at the time of this report, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent skin revision on (B)(6) 2018 and the patient was administered oral and topical antibiotics. Following treatment, the patient's symptoms had reportedly resolved.

Manufacturer narrative:
This report is submitted on november 26, 2018.